Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional patient information: or procedure: bone cementation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient in or for bone cementation when developed acute rv failure. Patient transported to cvicu with milrinone gtt and propofol gtt not infusing due to IV pump channels not working. This was communicated to the bedside rn by anesthesia provider. IV channels immediately replaced and taken out of service. IV channels sent to biomed with information on event." An incomplete date of event of (B)(6) 2019 was provided."